Event description:
It was reported the endoscope reprocessor had not been cleaned and disinfected completely. The disinfectant solution pump in the disinfection machine had malfunctioned and was not delivering liquid. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and since the device malfunction was not returned, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.